Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party testing results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause of the broken tip beak is related to damage to the insulation insert that was thermally and/or mechanically induced. Therefore, the damage is most likely due to wear and tear and/or improper handling by the customer (specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc.). It was unable to determine whether there was any pre-existing damage to the insulation insert or if it was already worn. It is also not possible to determine whether the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. In general, cracks in the insulation material are often not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be located and removed using an appropriate radiographic or computed tomographic technique. It¿s likely the cause of deterioration and discoloration of the waterproof ring is related to the age of the sealing ring and is most likely attributable to wear and tear, frequent use and an improper reprocessing method. The event can be inspected/prevented by handling the device in accordance with the following sections of the instructions for use: 4 before use: warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the resection sheath, has a broken tip beak and deterioration and discoloration of the waterproof ring. The issue was found during preparation for use. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable broken tip beak malfunction reported by the customer.